Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. Customer blood glucose reading at the time of hospitalization was unknown. Customer stated that she did have problems with her reservoir prior to hospitalization. Nothing further was reported.